Event description:
The customer reports the lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. The customer did not provide the lot number of the lancets. Requested return of suspect device and replacement was sent.